Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the emergency room. Device was found to exhibit post-sensed t-wave oversensing on the ventricular channel. Patient received inappropriate therapy. Programming changes were made.